Event description:
It was reported to vyaire medical that the vela ventilator was on a patient alarmed transducer fault. The patient was transferred to another ventilator. The customer confirmed that there is no patient harm. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.